Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that an o-ring was found on the pneumatic tap of the cartridge. Customer loaded a new cartridge to resolve the issue. The customer's blood glucose level was 234-253 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.